Event description:
It was reported that during a lap assistance sigmoid resection procedure, the device disconnected from the anvil portion while firing. Another device was used to complete the procedure. Sutures were used to complete the anastamosis. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition another anvil (b) was received inside the bag, and with the washer uncut. The device was reloaded with staples, and tested for functionality with the returned anvil (b). It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Both returned anvils were placed on the device completely, without any difficulties and did not fall out. When pacing the anvil, reattach the detachable head assembly by sliding the anvil shaft over the trocar and pushing until the detachable head assembly snaps into its fully seated position. Caution: do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly. This action does not permit the anvil to reattach completely and will separate when closing the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.